Event description:
It was reported that a revision surgery was performed due to pain and loosening.

Manufacturer narrative:
.

Manufacturer narrative:
The previous MDR should have been reported using the (B)(4) manufacturing site instead of (B)(4) manufacturing site.